Event description:
I.m. Nail broke after unknown time post surgery. A second surgery was required to replace the nail. Dr.'s review of the surgical report indicates i.m. Nail was incorrectly placed which resulted in the nail breakage. A second distal screw should have been used.